Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had seal issue that resulted to post-operative bleeding. No re-grasp alarms, activation occurred, end tones reached and seals appeared to be good. The surgeon had to re-operate to address post operative bleeding. Bleeding was discovered the day after surgery and it resulted to 1000 cc of blood loss. Blood transfusion on 2 units was done. The patient was not on any medications that can affect blood clotting or may contribute to bleeding. Patient had a failed lap band procedure prior this surgery and is currently doing well.